Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had not had a bowel movement since friday, (B)(6) 2017. It was noted stimulation was on and the patient adjusted stimulation from 0.35v to 0.60v on p1 and felt stimulation in their lower back and waist and not in the correct area. The patient was redirected to follow-up with their healthcare provider (hcp) regarding their symptoms. Additional information was received from a healthcare professional (hcp). It was reported that actions/interventions planned to resolve the patient not having a bowel movement and feeling stimulation in their lower back and waist was that the patient was going to meet with a manufacturer representative in (B)(6). Patient responded to a letter. Patient felt stimulation because they were increasing their monitor device finally settling on "5.5" on the evening of (B)(6). The patient further added they had 1 hour of bad diarrhea on (B)(6) "restaurant food, again on (B)(6)." No diarrhea or discomfort through today, (B)(6). The monitor is still on 5.5 and they are feeling well, but they had abdominal discomfort (felt bruised) until (B)(6). They have an appointment with their hcp on (B)(6). They believe their monitor will be changed. They felt better in the last week "than I was up to (B)(6)." No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient rep. They reported that a few months after the implant the device (implant) wasn't working and they went to see hcp and said had to wait for four months before a medtronic representative was available. Caller said that medtronic representative did perform reprogramming session which resolved the issue. Ps agent documented event, no further action taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction made to the aware date of when the patient's weight was received. The correct aware date is (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.